Event description:
It was reported the patient experienced fall multiple times after implant and subsequently experienced ineffective stimulation. The sjm representative tried reprogramming to no avail. X-rays were requested and the patient is to consult with the physician as a next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.